Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead set screw would not tighten into the pulse generator connector. The device was not used.